Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had decrease in stimulation coverage. High impedance were noted on the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had decrease in stimulation coverage. High impedance were noted on the left lead. The patient underwent a lead replacement procedure and was doing well postoperatively.